Event description:
The jetstream g2 catheter was used to treat a moderately calcified 10cm lesion in the mid to distal sfa. During attempted removal of the device the wire became stuck in the lumen of the catheter and the wire broke off at the junction of the solid core and floppy transition zone. A snare was used to successfully retrieve the piece of wire from the artery. The final angiogram showed a good result and the patient is fine.

Manufacturer narrative:
The jetstream g2 catheter was discarded after the procedure and therefore, not returned to pathway medical technologies for evaluation. As the device was not returned for analysis, pathway was not able to determine the root cause of the guidewire becoming stuck in the lumen of the catheter and the wire break.